Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the patient reported discovering a cracked ilet screen after removing the device from their backpack. The device screen was no longer operable, but bg was unaffected. The patient transitioned to backup therapy as needed while awaiting a replacement. No adverse health effects were reported.